Manufacturer narrative:
The field service representative (fsr) inspected the instrument, replaced the cuvette dry tip, and washed the cuvettes. No additional discrepant result issues have been reported since the service activity was completed. Instrument service history review revealed zero additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect magnesium result of 9.5 mg/dl for a patient sample that retested at 2.1 mg/dl twice. The customer's normal range is 1.6 - 2.6 mg/dl and values greater than or equal to 3.9 mg/dl are considered critical. No adverse impact to patient management was reported.